Manufacturer narrative:
The distributor reported that the AED battery pack will not stay in the unit. The maintenance schedule is reported as unknown. Analysis of the log file and provided video pointed to a failure of the AED's battery latch. Should additional information become available a follow-up MDR shall be submitted. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions.

Event description:
The distributor reported that the AED battery pack will not stay in the unit. The customer did not report this event occurred during patient use.